Manufacturer narrative:
(B)(4). One device was returned for analysis. Visual inspection showed a cracked battery door, worn overlay and a bent latch lock. The tamper seal was broken. Review of the event history log (ehl) showed a high alarm, cassette not attached properly. A functional test was performed and the reported issue was duplicated. During testing, the downstream and upstream sensors failed calibration. As a result, the dso and uso sensors were replaced. Product is beyond a year from manufacture date (01/2020) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all inquiries or follow-up questions related to the record, do not use (B)(6). Located in sections g.1., please direct those to the following: (B)(6).

Event description:
It was reported that the pump failed calibration. The event occurred during testing, no patient injury was reported.